Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow- up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter gave blood glucose results of 429 mg/dl following right away with a reading of 138 mg/gl. These difference in readings were determined to be clinically significant. A test of the meter with control solution also fell out of an acceptable reading range. A replacement meter was sent and the meter will be returned to nova biomedical for evaluation.